Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ blunt fill needle broke at the hub and detached. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample of lot 171221 and used syringe was provided. A broken hub (red plastic part) at the level of the injection point is observed (made in cavity 6p): a piece assembled into syringe tip and the other piece assembled into the shield. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2103 (december 117-20th, 2017) during which 66 visual inspections were carried out with zero defects noted. Needles (#7345631) were assembled in machine nº4407 (december 17-20th, 2017) during which 263 visual inspections of 25 units were carried out with zero defects noted. Research has no found abnormalities in injected hub batches #7325897, #7346955 and #7318904 (machine 3570 between november 14th and december 19th, 2017). A broken hub (plastic part) issue took place. Taking into account and after discussing with our production technicians, the issue may be produced in the tray of the hub feeder where hubs are placed in racks (a plastic piece used to move needles though the assembled process). If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling of the product. Based on our quality inspections and the limited complaints received related with this nonconformance the probability of finding this issue in our manufacturing process is low. The probability of finding this kind of defect is an isolated issue. Since DHR review showed no indication of the alleged defect and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the needle of a bd¿ blunt fill needle broke at the hub and detached. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the needle of a bd¿ blunt fill needle broke at the hub and detached. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.